Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states the patient was seen for a consultation due to a concern about lack of progress with byte aligners. The byte treatment plan was leading to several complications and lack of resolution. Findings are class 1 malocclusion in the permanent dentition, normal overjet, slightly excessive overbite, adequate upper arch and mild lower crowding. Treatment recommendation are lower arch treatment only with invisalign, ipr to alleviate lower crowding, estimate treatment time 6 months. It is requested the patient stop byte aligners. Additionally, noted gingival irritation dur to poor fit of the aligners, excess tooth mobility due to traumatic occlusion and tmj tenderness. These symptoms /issues resolved once patient stopped treatment with byte. Invisalign was successfully completed for the patient in 2024.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.